Manufacturer narrative:
Date sent to FDA: 7/13/2020. H6 patient code: 2602, 3189- surgical intervention. Additional b5 narrative: it was reported that the patient underwent revision of mesh on (B)(6) 2007 due to abdominal pain, abdominal distention, vomiting and nausea. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to the FDA: 08/05/2020. (B)(4) submitted for adverse event which occurred on (B)(6) 2007. (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information is provided.